Manufacturer narrative:
Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for clog on lot # 9044745. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow during priming. This occurred on 6 occasions. The following information was provided by the initial reporter: material no. 320109 batch no. 9044745. It was reported that there is no insulin flow during priming. Verbatim: issue: consumer reported insulin is not coming out during the flow test. She stated she uses the epipen. She stated she does not have the box now, she is at work, the pen needle she uses has blue tear off label. Consumer stated she uses the new needle for her injection. She visually test the needle to see if it is straight. She does not attaches the pen needle tightly. Advised consumer to save the sample if re-occurence, offered to send the voucher. Consumer will call back with the lot#.